Event description:
About a year and a half (give or take a few months) after essure was implanted, my periods changed. I went from a normal 5 days and light bleeding to 8 to 10 days and very heavy bleeding and clots. Also, I was tired all the time and I was getting back pain and pelvic pain to where it was becoming really difficult to function daily. I have developed allergies to things such as bandaids since along with other things. I get headaches often and they last for days. My whole body itches and some parts of my body feel inflamed and hurts to touch. I don't have much of a sex drive anymore. I have gone to see a doctor several times during the last 3 years to figure out what is wrong and why I feel the way I do. My blood pressure and all that is normal and they can't figure out why and try to put me on anxiety meds which I don't need. (B)(4).